Event description:
Customer reported that a pyxis anesthesia es system unexpectedly initiated a system update during a procedure, delaying user access to medication. Customer did not disclose the nature of the procedure nor the length of the delay. No patient or user harm was reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly initiated a system update during a procedure, delaying user access to medication. Customer did not disclose the nature of the procedure nor the length of the delay. No patient or user harm was reported. This event is recorded on complaint number (B)(4). A technical support specialist evaluated the device and determined that this is a known operating system update issue; documented in knowledge article 000007174. The technical support specialist remotely monitored the update process until completion. Device was confirmed as operational after the operating system updates were installed.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-mar-2020 to 22-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station got stuck due to windows update and the technical support specialist accessed the station remotely to oversee the windows update. After the update was completed, they proceeded to reboot the station to resolve the issue. Customer was able to login and drawer was opening. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly initiated a system update during a procedure, delaying user access to medication. Customer did not disclose the nature of the procedure nor the length of the delay. No patient or user harm was reported.